Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the clotting to problems with the pt's access. The pt has since received a new fistula. According to the treatment data log files multiple arterial pressure alarms occurred indicating that the cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
A clot was observed when separating the arterial line from the needle at the end of a routine hemodialysis treatment. Rinseback was not completed resulting in an estimated blood loss of 190cc. No medical intervention was required.